Event description:
It was reported the buttons on the insulin pump were not reacting correctly. Customer changed the battery and issuer persists. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened, buttons, dome switch. The device had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.